Event description:
The health care provider (hcp) reported that the patient fell 2 days ago and was in the hospital. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, lot # n085614034, implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).